Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.2mm and lesion length was 27mm. Pre-procedure was 99% stenosis and post-procedure was 0% stenosis. A 3.0x32mm liberte stent was implanted. A non bsc balloon catheter was also used. No attempt made for direct stenting. Due to a dissection a taxus stent was implanted. The procedure was a technical success. The patient was discharged 5 days later without angina complaints or silent ischemia. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.